Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, the plunger passed over the lens, jamming it and in turn breaking one of the haptics. Additional information was received as, during an intraocular lens (iol) implant procedure on the right eye, the lens became decentered due to a broken haptic. The injector lock was released, but the lens did not push and the blue device passed underneath it. The lens was removed from the cartridge and found compressed. Company viscoelastic was used. The patient underwent phacoemulsification cataract surgery. The surgery was completed with the same lens due to lack of replacement lens. As post-surgery treatment antibiotic, fluoroquinolone and corticosteroid were prescribed every 6 hours for 7 days.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only a photo was returned. Plunger underride was observed in the returned photo. The attached photos show: pic 1: an activated device. The plunger appears to be advanced into the nozzle. The nozzle tip is not visible in the photo. The plunger is advanced under the iol. Photos 2 and 3: an activated device. The plunger is advanced into the mid-nozzle and is positioned under the iol. The iol is advanced to the nozzle entry. Photos 4 and 5: an activated device. The nozzle and lockout assembly have been removed. We are unable to determine the root cause for the reported complaint: "the plunger passed under the lens, haptic broken, iol decentration, lens stuck." The product was not returned for analysis. Plunger underride was observed in the returned photo. Plunger underride may occur for the following reasons: if the lens became misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device, it may cause insufficient coverage of the lens fold path, which can result in the lens advancing incorrectly or becoming "stuck" in the device, allowing the plunger to underride the lens. If the operating room temperature is too high (above 23 degrees celsius or 73 degrees fahrenheit), lens folding consistency is negatively affected. The lens becomes more adherent, which may inhibit lens advancement. Any of the above causes, alone or in combination, may have contributed to the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).